Manufacturer narrative:
The device was returned for analysis. The reported activation failure was able to be confirmed. The reported mechanical jam was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent by the moderately calcified, mildly tortuous and 80% stenosed anatomy preventing the shaft lumens from moving freely, resulting in resistance with the thumbwheel/ mechanical jam and the reported difficulty deploying the stent/ activation failure. Interaction/manipulation of the device in conjunction with inadvertent mishandling during removal resulted in the multiple noted device damages. On may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.h1 - type of reportable event updated from "malfunction" to "serious injury". H6 - health effect - clinical code 4582 was removed and code 2687 was added. H6 - health effect - impact code 2199 removed and code 4614 was added.

Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery (sfa) with 80% stenosis, moderate calcification and mild tortuosity. Pre-dilatation was performed using a balloon. The 8.0x120mm absolute pro ll self-expanding stent system (sess) deployed half of the stent when the physician noted that the wheel jammed and the stent failed to deploy. The entire stent delivery system was removed together with the stent. Another 7.0x100mm absolute pro stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified the stent was separated (in two pieces) with separated struts in multiple locations. Unable to discern if some of the separated struts were returned with the device. The account was not aware of the separation. The account could not confirm if the device was intact upon removal and separation occurred during handling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery (sfa) with 80% stenosis, moderate calcification and mild tortuosity. Pre-dilatation was performed using a balloon. The 8.0x120mm absolute pro ll self-expanding stent system (sess) deployed half of the stent when the physician noted that the wheel jammed and the stent failed to deploy. The entire stent delivery system was removed together with the stent. Another 7.0x100mm absolute pro stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.